Manufacturer narrative:
The company service representative examined the system and confirmed the system message (sm) [communications failure with the laser submodule. Laser functions will be disabled], sm [laser controller footswitch disconnected while firing.], and sm [laser controller footswitch removed in ready state.], related to the reported event in the event log. However, the company service representative could not replicate the reported issue. The system was then tested and met all product specifications. The system was manufactured on june 13, 2018. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received clarifying the reported issue of the laser automatically booted up after switching off.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported during a vitrectomy procedure the laser activates/deactivates on its own when the system is turned on. The case was completed with no impact to the patient.